Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the symptomatic patient presented in the emergency room, some episodes of noise causing mode switch was observed on the right atrial lead via transmission. Upon testing, no additional episodes was noted besides the mode switches. No programming change was made.